Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath peeled a half caentimeter down before it ran off the scoring and the top tab broke off. The physician used a hemostat tool to finish placement.